Event description:
Patient had shunt malfunction and had valve replaced to strata mr on (B)(6) 2016. Subsequently, patient suffered another malfunction which was found intraoperatively to be a malfunctioning valve. The valve was replaced with a new strata mr valve on (B)(6) 2017. The repeated surgeries may have resulted in shunt infection and required prolonged hospitalization for treatment of infection. Shunt was eventually re-inserted into patient but a fixed pressure delta valve was utilized instead of a strata mr.